Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Per pipeline embolization device instruction for use: do not use ped in patients in whom angiography demonstrates inappropriate anatomy, such as severe pre- or post-aneurysmal narrowing. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Same event as reported in MDR # 2029214-2015-00596.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left cavernous carotid aneurysm, the physician reported that a pipeline device did not apposed to the wall (MDR 2029214-2015-00595). It was reported that the vessel was severely tortuous with multiple stenotic areas. There was a significant friction requiring a lot of force to push the device to the desired landing zone as indicated by prolapsing of the pipeline in the catheter prior to delivery of the of the pipeline. The device appeared stretched during the deployment of the device. The device did not exhibit typical radial force/wall apposition. Decision was made to remove the pipeline flex and microcatheter as one system. Subsequently, the physician attempted to deploy a pipeline flex, however, the pipeline flex did not open (2029214-2015-00596). It was reported that the device was resheathed in order to obtain more precise distal placement. When resheathing, the microcatheter traveled beyond the distal bumper due to the tortuosity in the vessel and the load that had built up on the access/support system. The microcatheter had traveled roughly half way out the tip coil. When the physician redeploy the device, the distal edge displayed a flared appearance, mimicking the horn on a trumpet. The decision was made to resheath and remove the microcatheter and pipeline flex as one system. Patient was treated with a new pipeline device successfully. The angiography result post procedure showed stagnant flow. No patient injury was reported as a result of this procedure. Device was discarded and not available for return.